Event description:
The customer contact reported the device alarmed with a s233 (over temperature- psc) malfunction alarm code. There were no reports of any adverse patient events or delays in the critical therapies while the device was clinical use. During testing at the user facility multiple s233 malfunction alarm codes were noted in the device history and the fan was not functioning. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing a review of the device history multiple s233 (overtemperature-psc) malfunction alarm codes were noted and the device cooling fan was found to be not functioning. The probable cause to the customer reported s233 malfunction alarm code was a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.